Manufacturer narrative:
Information contained in this report was previously submitted through asr on 30jul2008. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified brown particles in the fill channel, an opening on the anterior, and a cracked opening on the valve seat diaphragm . A leak test was performed and found a curved/nonlinear opening in the anterior. A microscopic analysis showed a striated edge opening on the anterior. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side size exchange and capsular contracture baker grade iii. The device has been explanted and replaced.